Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
(B)(6) baby with a patent ductus arteriosus (dimensions not provided) underwent transcatheter pda closure using the amplatzer piccolo occluder. The amplatzer piccolo occluder was delivered and released without difficulty. There was no post-procedure imaging assessment of the device position until a few weeks later when it was determined that the device embolized into the left pulmonary artery. The infant was asymptomatic and taken to the catheterization laboratory where the embolized device was retrieved using a transcatheter snare without difficulty. The pda was smaller in size and a decision was made to not attempt another device implant.

Manufacturer narrative:
An event of embolization noted roughly 5 weeks following the procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 5-6mm amplatzer piccolo occluder was selected for implant in a (B)(6)kg patient was a pda (minimal diameter: 3 mm, length: 7.7 mm ¿ 9.3 mm, diameter at aortic end: 6.3 mm). The device was placed in the aortic disc intra-ductal with the pa disc extra-ductal and was released without difficulty. No post-procedure imaging was performed initially. A few weeks following the procedure, the device was observed to have embolized into the left pulmonary artery. The infant was reported to be asymptomatic and on (B)(6) 2019, the device was removed using a transcatheter snare. The pda was observed to be smaller in size and no replacement device was implanted. The patient is reported to have been discharged.